Manufacturer narrative:
The date of this submission is 11-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer used o.b. Non-applicator tampons, vaginally, one tampon, once, for menstruation (lot number and expiration date unspecified). Within an hour, she experienced uncomfortable pressure in her nether regions. She went to bathroom to dislodge the tampon, however she was not able to remove the tampon as the tampon swelled up past the circumference of her canal and she had a tampon stuck inside her body. She tried to pull it out and experienced sharp pain on her genital area and the tampon tore her hymen. She mentioned that the tampon had oddly vacuumed sealed clear wrap. Action taken with the device and outcome of the events were unknown. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 22-oct-2013. No lot number was provided and no sample has been received as of 21-oct-2013. A review of the trending data revealed no adverse trends. A review of product related issue revealed no changes. Based on the investigation results, due to lack of lot number and field sample and in the absence of trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer used o.b. Non-applicator tampons, vaginally, one tampon, once, for menstruation (lot number and expiration date unspecified). Within an hour, she experienced uncomfortable pressure in her nether regions. She went to bathroom to dislodge the tampon, however she was not able to remove the tampon as the tampon swelled up past the circumference of her canal and she had a tampon stuck inside her body. She tried to pull it out and experienced sharp pain on her genital area and the tampon tore her hymen. She mentioned that the tampon had oddly vacuumed sealed clear wrap. Action taken with the device and outcome of the events were unknown. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.